Event description:
It was reported that patient underwent a spinal cord stimulation (scs) system explant procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device components will not be return per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).